Manufacturer narrative:
(B)(4). Teleflex has requested additional information regarding this event. No response received to date. The investigation into this complaint is still in progress at the time of this initial report.

Event description:
Customer complaint alleges "in the first ventilation maneuver, the bag do not return to the normal when pressed down, because of that the patient presented convulsive crisis due to hypoxia". (Cont.) It was initally reported that medical intervention was necessary, but no further details given.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and a concave dimple was confirmed on the compression bag. Other than this one dimple, the bag was completely inflated. The dimple represents approximately 1/10th of the bag's wetted surface. The dimple is not completely collapsed. Upon receipt the bag was functionally tested. Multiple squeezes were applied to the bag (deflation). Inflation was successfully achieved after each squeeze, except for the dimple. The bag is completely functional with the dimple causing an insignificant drop in efficacy. It should also be noted that all inlet and outlet gas valves were functioning as designed, to include the rebreather bag and valves. The complaint cannot be confirmed. Functionality of resuscitation bag has not been compromised due to the insignificant dimple. It should also be noted that dimples such as the one on this sample are often the result of storage.

Event description:
Customer complaint alleges "in the first ventilation maneuver, the bag do not return to the normal when pressed down, because of that the patient presented convulsive crisis due to hypoxia". It was initially reported that medical intervention was necessary, but no further details given.